Event description:
Clinical trial. It was reported that during a coronary artery drug-eluting stenting treatment procedure, balloon withdrawal resistance occurred. The index procedure identified and treated one target lesion. Target lesion one was a de novo, restenotic lesion of the mid lad (left anterior descending) with 99% stenosis and measuring 3.2x15mm. Target lesion one was treated with pre-dilation and placement of a 3.5x20mm taxus liberte stent resulting in 0% residual stenosis. During withdrawal of the delivery system for the taxus liberte stent, balloon withdrawal resistance occurred. The resistance was reported to be mild and was resolved with no additional action. The procedure was completed successfully. There were no patient complications and the patient was discharged one day post procedure on asa and plavix.

Manufacturer narrative:
The delivery device was disposed, and the stent remained in the patient. The manufacturing records for this batch have been reviewed, and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. The cause of the difficulties stated in the complaint could not be determined. Product unavailable for analysis.